Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows extensive wear on the electrodes with contamination and scratch/scuff marks on the spacer and the return electrode. One of the electrodes is detached. Functional evaluation revealed that the device performed as intended. The device creates plasma on ablate and coag at default and maximum settings. The suction line was tested and performed as specified. The complaint was not verified and the root cause could not be determined with confidence since the device functioned as intended. Factors which can contribute to non-functionality of the device includes: (1) insufficient saline to the electrode of the device to promote plasma production or (2) a loose connection between the returned device and the used controller. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that during an arthroscopic knee acl procedure, the wand didn't work. Another new wand was used to complete the procedure without delay.